Event description:
It was reported that the iab was inserted via the pt's left femoral artery through a sheath, without difficulty. Pumping began and augmentation seemed to be going well. Approximately one hour later, the pt was trnasferred to surgical intensive care unit and blood was noted in the catheter tubing. The iab was removed and replaced without any complications.